Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the ok keypad button was intermittently responsive and required excessive force. The up arrow, down arrow and contrast keypad buttons responded to button presses. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the "ok" button is not responding. The reporter indicated that in the past the button had to be pressed twice in order to elicit a response. The reporter denied damage or peeling of the keypad. This report is being made based on the allegation of the unresponsive "ok" button.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.